Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device was interrogated with two programmers but programmers were not able to run a sensing or threshold test. Programmer was not able to send a permanent program to the device. A reset was done and device error/back-up mode message appeared. Device has been reinitialized and remains implanted. No adverse patient events were reported.